Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset (por) parameters were present. Two separate battery supply low pors occurred on the same date as implant, (B)(6) 2016, and less than a minute apart. The battery voltage and other battery characteristics look ok.

Event description:
It was reported that a power on reset (por) occurred one day after implant of the implantable cardiac monitor (icm). The device was interrogated and the por was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.